Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect c8000 analyzer generated an elevated potassium result of 7.73 mmol/l. The sample was repeated and the result was 3.91 mmol/l. There was no report of impact to patient management.

Manufacturer narrative:
Customer complaint data was reviewed and no adverse or non-statistical trends were identified. A review of logs from the customer's architect c8000 system showed that the suspect patient result had a flag of "exp" indicating either an expired ict module, reagent, bulk solution, or control. The history log shows 65 occurrences of the wash not completed error code 0550 between 3/1/18 and 3/19/18. The as-needed maintenance procedure 6052 wash cuvettes was not performed following any of the occurrences of error code 0550 as instructed in the architect operations manual. In addition, the quarterly maintenance has not been performed since august 2017 for the sample, reagent, and wash syringes and the ict aspiration and reference solution check valves. The architect system operations manual was reviewed and was found to adequately address the issue. It contains corrective actions for elevated results, erratic results, exp result flags, aspiration errors, and cuvette wash not completed errors. A system factor that may result in inaccurate results is the failure to allow cuvette washing to complete, resulting in dirty cuvettes and cuvette dryer tips. Use error may have contributed to the customer's issue for the erratic potassium result as the result had the exp result flag indicating either an expired ict module, reagent, bulk solution, or control. In addition, the as needed maintenance procedure 6052 wash cuvettes was not performed as required after each occurrence of the 0550 errors. Based on the available information no product deficiency of the architect c16000 analyzer was identified.